Manufacturer narrative:
(B)(4).

Event description:
An applicator was returned for evaluation. A visual inspection was performed and the applicator is partially deployed and has an exposed needle that is still attached to the applicator body. The reported event of an introducer needle detached from the applicator during insertion of the sensor was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, of an introducer needle detached from the applicator during insertion of the sensor. The insertion site was at the abdomen. No additional event or patient information is available. No product was provided for evaluation. The reported event of an introducer needle detached from the applicator could not be confirmed. A root cause cannot be determined.